Event description:
The surgeon implanted an aa4204vl silicone lens. The lens was damaged during implantation. The incision was enlarged to remove the lens. Facility states that this malfunction was due to the cartridge.